Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors in the power plug was retightened. The system was then found to be operating as intended.

Event description:
The customer reported that the image would not display in the left monitor. This would result in a loss of the live image. There is no report of patient injury associated with this event.